Event description:
The device was later explanted and returned for reliability analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to extended charge times exceeding the extended charge time limit. A device replacement procedure was discussed, however nothing has been scheduled as of this date. No adverse patient effects were reported.

Manufacturer narrative:
This report will be updated if additional information is received or if the device is returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.